Manufacturer narrative:
Date of initial report: september 5, 2007. The incident device has not yet been returned for evaluation. If it is returned, or if add'l info pertinent to the incident is obtained a follow-up report will be sent.

Event description:
The report stated that during an esophagectomy, the device gave an inadequate seal. This caused less then 200cc's of bleeding. Another ls1120 handpiece was used to complete the surgery.